Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, one opening extended on the posterior, orange particles on the shell and crease fold. A microscopic analysis was performed which identified: one opening sharp and stress marks, near of the opening site, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as surgical impact.

Event description:
Healthcare professional reported right side rupture and patient concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and patient concern with the product.

Event description:
Healthcare professional reported right side rupture and patient concern with the product. Device has been explanted.